Manufacturer narrative:
(B)(4). Batch # r94p50. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number/batch number r94p50, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair reducible iliac lymph node excision, ligamax clip applier, "the defective clip applier did not fire correctly, incomplete closure." There is no further information available about the event. Case completed with another device of the same product code. There were no patient consequences reported.